Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-feb-2019 with the following findings: all keypad buttons demonstrated normal response when pressed. Investigation did not duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging all the keypad buttons were under responsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.